Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a blunt knife. Event details and patient involvement are unknown. Additional information has been requested. This is one of two reports for this facility.

Manufacturer narrative:
One opened slit knife was received loose in a blister for the report of blunt knife. The returned sample was visually inspected and was found non-conforming with a damaged tip and a damaged cutting edge. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The photo was reviewed by the manufacturing site. The photo confirms the reported product and lot numbers. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).